Event description:
Dräger received an ufr in which it was stated that the vaporizer exhibited a significant agent overdosage. The patient reportedly experienced a temporary hypotension but the event did reportedly not lead to health consequences, finally.

Manufacturer narrative:
The involved vaporizer is still quarantined at the owner/operator. Dräger could perform and on-site inspection whereby the reported dosage deviation could be confirmed in general. The exact technical root cause for this can only be determined if it is possible to partly disassemble the vaporizer in the manufacturer's workshop. Repeated requests to return the device were rejected by the hospital. The case is closed as inconclusive in regard to the exact failure mechanism. Investigation may be resumed if the device was returned at a later date. Dräger concludes that the general risk associated to a dosage deviation is under control since patient gas monitoring is mandatory for anesthetic procedures. The anesthesia workstation was also included in the on-site inspection whereby no deviations from specification could be found. It is confirmed for the particular case that the overdosage was detected and alerted by the workstation as expected.

Manufacturer narrative:
Dräger has started the investigation and requested the return of the vaporizer. The hospital responded that the unit has been quarantined. It is not known if and when an examination of the device by dräger will be possible.

Event description:
Dräger received an ufr in which it was stated that the vaporizer exhibited a significant agent overdosage. The patient reportedly experienced a temporary hypotension but the event did reportedly not lead to health consequences, finally.